Event description:
The peritoneal dialysis (pd) patient stated that they did not complete treatment because they were hospitalized the same day on (B)(6) 2020. The patient stated that they were discharged on (B)(6) 2020. Upon follow-up with the patient's primary peritoneal dialysis registered nurse (pdrn) it was revealed the patient was hospitalized on (B)(6) 2020 through (B)(6) 2020 for drain complications, elevated bun/creatinine levels (uremia), and on-going confusion. On (B)(6) 2020, the patient was reportedly found "staring off into space" while attempting to set-up their liberty select cycler. When questioned, the patient could not remember what they were doing and became agitated. The patient was subsequently transported to the hospital by their spouse, and the patient was admitted for evaluation. The patient underwent a pd catheter replacement (not a fresenius product) and tunneled hemodialysis (hd) catheter placement on (B)(6) 2020. The patient was transitioned to hd therapy for two reasons. The patient is scheduled to go away on vacation in august. Given the patient's symptoms remain undiagnosed, the family requested the patient receive hd therapy while on vacation. Additionally, the patient's nephrologist reported to the pdrn, the transition to hd therapy will allow for extended healing of the replacement pd catheter, and possibly facilitate a return to pd therapy upon the patient's return at the end of august. Per the pdrn, the events were unrelated to the use of any fresenius product(s) and or device(s). The pdrn reported causality is being attributed to the patient's anatomy or an undiagnosed medical condition. The patient was discharged in stable condition on (B)(6) 2020 and began outpatient hd therapy on (B)(6) 2020 without issue. The pdrn reported the patient will undergo additional outpatient testing to solidify the reason behind the events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).